Event description:
The 60mm echelon flex powered plus articulating endoscopic linear cutter became non-operational when used at a certain angle during a laparoscopic appendectomy. The doctor had to remove the defective device by removing and then reintroducing a new trocar during the case.